Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a left hemicolectomy procedure, after a few minutes from the activation and precisely when removing the adhesion between colon and omentun, while the positioning of the fat, the tissue pad got damaged and a part of the pad detached from the clamp arm. The device was replaced with another device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Pi1-1dhx1u7. Date sent: 3-14-2017. H1 - not reportable - file submitted in error. Additional information received: did the tissue pad melt? Yes. Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) The tissue pad melted and partially detached from the clamp arm but the tissue pad didn¿t fall off from the clamp arm. As you can see in the picture. Is the tissue pad completely missing from the clamp arm? No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?? No, it never happened, actually the surgeon is keen on using these kind of devices. When the surgeon closed the jaws, there were tissue and fat between the jaws.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.